Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the right coronary artery (rca). Following the third treatment, angiographic imaging showed a perforation. Three covered stent placements and balloon angioplasty were performed to resolve the perforation. The patient was stable throughout and following the procedure. The patient was sent to recovery for observation.